Event description:
As reported, the sealant for a 5f mynx control vascular closure device (vcd) came out together. There were no reported injuries to the patient. The device was used normally during a percutaneous transluminal angioplasty (pta) procedure. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the sealant for a 5f mynx control vascular closure device (vcd) came out together. There were no reported injuries to the patient. The device was used normally during a percutaneous transluminal angioplasty (pta) procedure. Additional information was requested but was not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2417602 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant inaccurate placement complete" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the sealant for a 5f mynx control vascular closure device (vcd) came out together. There were no reported injuries to the patient. The device was used normally during a percutaneous transluminal angioplasty (pta) procedure. Additional information was requested but was not provided. The device was not returned as expected.